Event description:
The dr claims that the graft was implanted as an ascending aortic replacement for aortic dissection on 10/10/1998. Sanguinal drainage of approx 400cc per day was noted from the chest tube. The drainage started on 10/17/98 (7 days post-op) and continued until 10/23/98. The source of the blood in the drainage is unk. The pt rec'd transfusions (quantities unk). The graft was left in. The pt is doing well now.